Manufacturer narrative:
D1 revised brand name since the initial report was submitted. Additional information was provided stating the device was discarded.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via the right axillary graft site to support the 58 year female patient who had been admitted in known coronary artery disease and plan for a protected percutaneous coronary intervention (pci). The patient was on oxygen for respiratory needs but underlying medical history is unknown. The pump was placed and the patient had premature ventricular contractions (pvc) with intermittent bigemini runs. The pump was noted to be in appropriate position. The pump site developed a hematoma. The team paused the heparin and changed the dressing and applied pressure. There was minimal drop in hemoglobin. The pump was explanted after 2 days of support and the patient survived. Of note the patient was on heparin anticoagulation. No blood products were given. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.